Event description:
Customer states that there were 2 x cf7-7-60 ancillary devices used in the patient. The procedure was an rf ablation of gsv, percutaneous access below the knee. The rf generator would not reach 120c and alarmed on two catheters. Surgeon stripped veins instead. Patient suffered no adverse affects.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a visual and functional was performed on the returned unit. It was observed that mmc was only item returned. No obvious visual damaged observed. Per (B)(4), closurefast family risk analysis, design fmea, inadequate exsanguination during treatment and inadequate compression are contributing factors for the catheter does not reach target temperature failure mode. The clinical risk is 3 (marginal: complication or sequelae produces moderate risk of injury, generally requiring intervention. The occurrence rate is 1 (remote: probability 0.1%), and the clinical rpn is 3 or afap: as-far-as-possible. The defect was not confirmed. There was no defect found during investigation, therefore, a probable root cause could not be determined. The investigation could not confirm the reported complaint, so a true root cause could not be determined at this time. The unit has the correct cable ties. Battery checked good @ 3.04v. Upgraded power rating label. Upgraded software 4.1.0 to 4.6.0. Front panel had 2 broken mounting standoffs that required the front panel being replaced. In addition to the front panel, the lcd cover and the nameplate were replaced. All repairs and replacement were not related to the reported complaint. Performed test functions according to (B)(4). All tests passed. No further action was required.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a visual and functional was performed on the returned unit. It was observed that mmc was only item returned. No obvious visual damaged observed. Per (B)(4), risk analysis, design fmea, inadequate exsanguination during treatment and inadequate compression are contributing factors for the catheter does not reach target temperature failure mode. The clinical risk is 3 (marginal: complication or sequelae produces moderate risk of injury, generally requiring intervention. The occurrence rate is (B)(4), and the clinical rpn is 3 or afap: as-far-as-possible. The defect was not confirmed. There was no defect found during investigation, therefore, a probable root cause could not be determined. The investigation could not confirm the reported complaint, so a true root cause could not be determined at this time. The unit has the correct cable ties. Battery checked good @ 3.04v. Upgraded power rating label. Upgraded software 4.1.0 to 4.6.0. Front panel had 2 broken mounting standoffs that required the front panel being replaced. In addition to the front panel, the lcd cover and the nameplate were replaced. All repairs and replacement were not related to the reported complaint. Performed test functions according to (B)(4). All tests passed. No further action was required.